Manufacturer narrative:
One medfusion pump was received with a damaged right plunger case. The event history log was reviewed and there was a "check plunger lever" alarm in the history. Flow and occlusion tests were performed and the reported issue was able to be replicated. The clutch half's left and right with leadscrew and spring were replaced to resolve the issue. The issue was caused by normal wear as the parts were over 6 years old.

Event description:
Information was received indicating that a smiths medical medfusion pump failed occlusion test, made a popping sound and had a "check plunger clutch" message. There was no patient involvement.